Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; seventeen devices had worn components, thirteen devices had broken/damaged components, six devices had missing components, one device had a misaligned component, one device had a detached component, and one device had a cracked component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 39 malfunction events, where it was reported the brakes would not hold. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 39 malfunction events where the brakes were not holding. However, after completion of an investigation, one of the reported events was not verified as there was no malfunction or defect found, nor any correction required. Therefore, there were 38 malfunction events for the brakes not holding.

Event description:
This report summarizes 39 malfunction events, where it was reported the brakes would not hold. There was no patient involvement.